Event description:
Procedure: vats left upper lobe. According to the reporter: before firing, the surgeon confirmed that the jaws would fully close over the tissue. However, once fired, staples did not form properly and oozing bleeding occurred. Another loading unit was applied with additional tissue loss. Surgery time extension was reported as between 30 and 60 mins.

Manufacturer narrative:
Initial report sent to FDA on 06/18/2006.